Event description:
The patient underwent a hernia repair in 2002. Patient developed an infection at more than 3 months post operative. Cultures tested positive for s. Aureus. In 2003 the mesh was removed. An infection control nurse at the hospital believes that hematogenous seeding of the device by the patient's own blood/physiology system may have caused the infection.